Manufacturer narrative:
Product analysis: an ht70 plus ventilator was returned to covidien/ medtronic¿s product analysis. The ventilator was tested and during ventilation the pump made a grinding sound. The pump/manifold assembly was disassembled and a linkage arm ball bearing was observed to be shredded. An investigation was performed and the product analysis technician reported that the reported issue of no external power connection could not be duplicated; however, a different issue was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ht70 plus had no external power connection. The ventilator was not on a patient at the time of the event. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.